Event description:
It was reported that the 9900 system would not power up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.